Event description:
It was reported that a cot dropped. No injury was reported.

Manufacturer narrative:
Device was not evaluated because customer admitted misuse and the cot has exceeded its life expectancy. The customer has been advised to remove the cot from service.